Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7078470.

Event description:
It was reported that the patient developed an infection. The patient had been feeling sick and ended up not being able to move because of so much pain. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy. No further information could be obtained despite good faith efforts.